Manufacturer narrative:
(B)(4). Concomitant medical products: ref. (B)(4); lot j3795010; description: vanguardtm ps interlok femoral 62,5mm left; ref. (B)(4); lot 770970; description: vanguardtm e1tm ps tibial bearing 63/67 x 10mm. Foreign source: switzerland. This product is manufactured by biomet spain orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Remains implanted.

Event description:
It was reported that the surgeon noticed a loosening of the tibial component on (B)(6) 2019. A revision surgery is planned to be performed on (B)(6) 2019.